Event description:
One patient sample with elevated pth results as compared to a different method. The following example was provided from (B)(6) 2007: initial result 407.60 pg/ml. Same sample repeated using different method gave result of 61.0 pg/ml. If additional information is received, appropriate notification will be provided.